Event description:
Caller reported a malfunction on the pump identified by malfunction code malf 0. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided instructions to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur after the reset.